Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and technical support was unable to confirm battery depletion issue or take additional corrective actions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.